Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged, was not capturing, and was causing diaphragmatic and/or phrenic nerve stimulation. The lead was programmed off and remains in place. No further patient complications have been reported as a result of this event.